Manufacturer narrative:
A complete lead was returned for analysis with the helix retracted and clogged with blood/tissue. The reported event of high capture thresholds was not confirmed. The event of helix unable to extend was confirmed and attributed to helix being clogged with blood/tissue and overtorque of the inner coil. The damage found was sustained during procedure.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented after implant procedure, as the right ventricular lead exhibited high capture thresholds. During operation, the right ventricular lead helix was unable to extend, so the physician explanted and replaced the lead. The patient was in stable condition.